Event description:
The following has been reported: biomed reported: slow screen and unresponsive. No patient harm or active infusion. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a touchscreen input failure. The touchscreen was illuminated but non-responsive during testing. An internal investigation found the touch input cable was not seated despite the latch for it remaining closed. The cable was reseated and the touchscreen functionality was restored. No additional damage was identified.